Event description:
Pt was being transferred by 2 cnas using hoyer lift and sling. Sling used is rated for pt between (B)(6). Pt weighs (B)(6). Pt slipped out of sling to floor, sustaining laceration to head. Two staples required to close.